Event description:
It was reported that during a lead revision when the new lead was connected to the device oversensing and noise were noted after dft testing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of noise and oversensing after dft testing were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The cause of the reported field events could not be determined.